Manufacturer narrative:
The service representative and customer quality engineer reviewed the device electronic records and could not verify the reported issue with the therapy leads but did note that co2 and spo2 readings were not available. It was also noted that the log files appeared to be from after the customer switching over to paddles mode. The log files from before the customer switched to paddles mode were not available for analysis.

Event description:
The customer contacted stryker to report that their device failed to recognize patient through ECG cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device failed to recognize patient through ECG cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.